Event description:
During preparation, while flushing the microcatheter, it was noted that it was leaking. The physician suspects that there was a hole in the microcatheter. There was no patient involvement.

Event description:
During preparation, while flushing the microcatheter it was noted that it was leaking. The physician suspects that there was a hole in the microcatheter. There was no patient involvement.

Manufacturer narrative:
Device not yet received.

Manufacturer narrative:
Results: for the reported issue of a catheter shaft hole and catheter leak could not be confirmed. Conclusion: for the reported issue of a catheter shaft hole and catheter leak could not be confirmed. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device did not find any anomalies on the returned device. A functional test was performed and no anomalies were noted. The catheter was infused with water using a syringe and no leaks or holes were noted. The reported issues of catheter shaft hole or leak were not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.